Event description:
Boston scientific corporation became aware of a spaceoar placement procedure performed on an unknown date transperineally with fiducial marker placement. It was reported that during the planning of magnetic resonance imaging (MRI) review, the hydrogel was observed to be located within the rectal wall. Therefore, an endoscopic ultrasound was conducted and confirmed that the hydrogel went into the submucosa; however, it was also observed that the mucosa was intact, a septation of the hydrogel was noticed. There were no patient complications as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The event date of march 1, 2024, was chosen as the best estimate based on the manufacturer becoming aware of the event on march 19, 2024. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown.device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.